Event description:
Customer reported during a case the system shut off and they were unable to get the system to boot back up. No pt injury.

Manufacturer narrative:
The service rep checked the system. The system booted up correctly. He checked the power supply and found the ps1 p3 connector heating up. He replaced the asm, cable, ps1 to a10,9600 and re-checked the system. System operates as intended.